Manufacturer narrative:
The investigation could not identify a product problem. The issue is consistent with incorrect pre-analytic sample or reagent handling.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with elecsys ft3 iii on two cobas 8000 e 801 modules and a cobas e 411 immunoassay analyzer. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The specific date of the event is not known. The sample is from the same patient previously reported in manufacturer report number 1823260-2015-04634. Refer to the attachment for all patient data. Values highlighted in yellow are questionable. The sample was initially tested on the customer's e 801 analyzer on an unknown date. The sample was repeated on a siemens centaur analyzer. The sample was also provided for investigation, where it was tested on an e411 analyzer on (B)(6) 2021 and on a second e 801 analyzer on (B)(6) 2021. The serial number of the customer's e 801 analyzer was requested, but not provided. The ft3 reagent lot number and expiration date used on this analyzer were requested, but not provided. The serial number of the e411 analyzer used for investigation is (B)(4). Ft3 reagent lot number 547180, with an expiration date of 31-aug-2022 was used on this analyzer. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 551720, with an expiration date of 30-sep-2022 was used on this analyzer.

Manufacturer narrative:
Only measurements performed at the customer site were above the reference range of the ft3 assay. All other measurements were within the normal reference ranges of the respective assays. A general reagent issue can most likely be excluded.